Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4193 implantable pacing lead (B)(6) 2008; 4592 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported by the carelink network that the right ventricular lead triggered a right ventricular (rv) lead integrity alert. The clinic administrator paged the physician on call. The lead remains in use. No patient complications have been reported as a result of this event.